Event description:
Toxic shock syndrome [toxic shock syndrome]; part of a tampon, half was still left inside-vagina [foreign body in reproductive tract]; feeling unwell, run down, feeling awful [malaise]; car crash [road traffic accident]; gone faint [dizziness]; passed out [loss of consciousness]; hands peeling [skin exfoliation]; fit, some kind of seizure [seizure]; water infection [urinary tract infection]; rash [rash]; tired [fatigue]; had a temperature [pyrexia]; hot [feeling hot]; cold [feeling cold]; stomach pains [abdominal pain upper]; diorhea [diarrhoea]; felt uncomfortable down below [abdominal discomfort]; nausea [nausea]; lack of appetite [decreased appetite]; found half of tampon inside-vagina [device breakage]; finished period for about a week, part of tampon left inside [device use error]. The consumer, a female of unspecified age, reported spontaneously via e-mail on (B)(6) 2018 that she had last used tampax tampon version/absorbency/scent unknown for her period about a week prior to being at work some weeks ago where she believed she experienced toxic shock syndrome. She stated that she was driving and crashed (roll-over) then was taken by ambulance to a hospital (no admission mentioned). The next day the consumer discovered half of a tampon with no cord still present though she stated she had removed the last tampon she had previously used. She reported feeling very unwell and experiencing all the symptoms of toxic shock syndrome. She visited her general practitioner but no treatment details were provided. The consumer reported that she had used tampax for many years and always used them in the correct manner. Treatment details: unknown. Concomitant products: none reported. Relevant history: none reported. The case outcome was unknown. No further information was provided. 23-may-2018 received consumer follow up e-mail: the consumer, a (B)(6) year old, clarified that she used the tampax tampons pearl compak super. She reported that she felt faint and passed out while driving. She thought she was pressing the break but it was the accelerator. She crashed into a fence and the car turned. She was taken to the hospital. An unspecified blood test was performed with normal results. She was discharged that same day. Her hands were peeling that night after being in the hospital. The next morning, she felt something inside of her and it was part of the tampax (5 days after her period). The consumer reported that she visited her general practitioner who said she had toxic shock syndrome based on her symptoms. She felt fine a few days after she removed the tampon. She reported that it affected her life and she had been demoted at work. She reported that she always used these tampons and followed the instructions. The case outcome was recovered. No further information was provided. On 23-may-2018 received consumer follow up e-mail: the consumer reported that she was taken to the hospital by ambulance and was not given medication. On 23-may-2018 received consumer follow up e-mail: the consumer reported that she had some kind of fit or seizure during the incident. She also reported that she had some kind of "water infection" when she arrived at the hospital. On 24-may-2018 received consumer follow up e-mail: the consumer reported that she also had a rash. Her hands were peeling 3-4 days after that. She was not hurt in the accident. The consumer reported that she used tampax for 30 years and never had a problem before. The case remained recovered. No further information was provided. On 31-may-2018 received consumer questionnaire and letter: the consumer reported that she began to experience symptoms about 6 days from the first use of the product. She reported the additional symptoms of feeling nauseous, tired, and having a lack of appetite before the accident. When she returned home from the hospital, she experienced diarrhea, stomach pains, a (temperature), feeling hot, and feeling cold. The next morning she felt uncomfortable down below and felt like something was there. She then found half a tampax. She believed this one came away from the one she removed about a week before. She recalls feeling unwell for days before the accident but then started to feel better and thought it was due to a cold. The consumer starting using the tampons on the first day of her period (unspecified date) and until she was finished with her period (unspecified date). She used each tampon for 1-3 hours. The symptoms lasted about 5 days. The consumer visited her doctor after the event. She reported that he said it sounded like she experienced toxic shock syndrome. The consumer reported that she was also taking an unspecified painkiller when she experienced the problem. She takes the medication for her back when she is in pain. Medical history: back pain, back operation to remove disc about 7 years ago. Allergy/intolerance: none. Height: 70 in. No further information was provided. On 07-jun-2018 received medical record (consultation information sheet): physician summary (dated (B)(6) 2018): patient had rta after feeling awful all day. She went to hit the brake and hit the accelerator. The police called a bystander who said she had a fit but the patient denies this. Later that evening she felt worse and found a piece of tampax. She felt much better after 2-3/7. It was likely toxic shock syndrome.